Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an ulcer and open wound. There was no alleged device malfunction contributing to the irritation. The patient went to their physician to seek treatment for the skin irritation. Follow up indicated that the skin irritation improved.